Event description:
It was reported that iegm revealed noise on the right atrial lead. An insulation anomaly was noted. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.